Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Actual complaint sample cannot be returned. Batch records have been reviewed and no issue found. Manufacturer retained sample have been evaluated by appearance and knot pull tensile strength and no issue found.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2019 and suture was used. During the procedure, the suture broke. The procedure was completed with a like device. There were no adverse patient consequences reported.